Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion and dysuria are acknowledged within the IFU and is not related to off label use or failure to follow instructions. The reported patient symptoms are a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) presented to their physician with voiding difficulties and upon cystoscopy procedure it was found that the erosion of the cuff into the urethra. A surgical procedure was performed during which the device was explanted in (B)(6) 2025 and was replaced (B)(6) 2026. There were no further patient complications reported.